Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd physical damage. Minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer stated that they were playing soccer when he fell and landed on the insulin pump. The customer mentioned that the screen of the device was black. The customer's blood glucose level was 133 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.